Event description:
Software malfunctioned on our vyaire vyntus body box in lab, and could not get spirometry testing screen to pull up. Test is strictly timed, so threw off testing accuracy and led to medication needing to be administered again once glitch was fixed before we could continue. Software upgrade needed as soon as possible. Different problems continue to present themselves on different parts of testing on a more and more frequent basis.